Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were available. Visual inspection and functional testing noted no abnormalities. A review of the system logs showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. The power to battery was never interrupted. There were no unexpected resets and no empty log files. All button presses resulted in motor movements. The last firing with the returned adapter occurred in log 125. In this log, there are four firings. During the last firing, the adapter calibrated properly before the reload was attached. The open key was pressed multiple times before the user entered firing mode. After fully fired the reload, the firing rod then retracted back to its home position. The firing and retraction forces were within the limits. The open key was then pressed multiple times before the adapter was removed with a reload still connected to it. The adapter was reconnected to the handle multiple times and the device went into emergency retract mode each time. The adapter was removed for a final time with the reload still attached and then the handle was placed on a charger. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was confirmed. The most likely root cause was not traced to the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the stapler had already fired two reloads successfully. The third reload fired but the ibeam did not return on command. The stapler was reset but this failed to resolve the issue. An error image was seen and was apparent on the adapter. The handle was removed and placed back on the adapter, but the handle failed to recognize a failure. The stapler was fixed over the rectal stump and the I-bean would not return. Another stapler was used to staple directly below the malfunctioning stapler to remove it. There was an unanticipated tissue loss and the surgical time was extended 30 minutes or more due to the product problem.